Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, while deploying the valve, the commander delivery system exhibited atypical proximal-end filling. The team continued to deploy as normal. Despite the balloon issues, the valve was successfully deployed without complications. There was no harm to the patient, and they were stable following the procedure. There was no difficulty during the withdrawal. The procedure utilized right-side vascular access. There were no reported difficulties during withdrawal of the system.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided 3mensio imagery was reviewed, and the following was observed: aortic annulus area (aoa) has an oval shape. Eccentricity index (dmax-dmin)/dmax: 0.17. Ellipticity ratio (dmax/dmin): 1.2. Horizontal aorta (62' angle). Calcification was present in the native leaflets. Tortuosity and undersized vessel diameter present at right access side. The 14f esheath+ is indicated for use with vessel diameters '5.5mm. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system and esheath+ introducer set IFU's were reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for inflation difficulty and/or incomplete inflation is confirmed based on review of provided procedural imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'while deploying the valve, the commander delivery system exhibited atypical proximal-end filling (as opposed to "dog bone" filling).' The investigation did not conclusively identify the root cause of the reported event. Patient anatomy may have been a contributing factor. Review of the provided 3mensio imagery revealed an oval-shaped annulus, which can create uneven resistance and potentially lead to asymmetric balloon expansion. In addition, calcification was present in native leaflets, which may have interfered with the balloon and contributed to the asymmetrical expansion. Furthermore, the asymmetrical deployment is similar to constrained inflation; however, there is insufficient evidence to confirm that the event is related to the associated sheath's distal tip separation, as it is unknown whether the sheath was damaged or if there was any difficulty advancing the delivery system through it. Without the return of the devices for evaluation, further investigation could not be conducted; therefore, the root cause remains indetermined. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.